Event description:
The customer reported, hearing arc noise from unit along with low kv errors. There was patient involved but not injured.

Manufacturer narrative:
The service rep was unable to reproduce noise issue was able to get kv errors in high kv shots in film mode and fluoro mode.